Event description:
The implant failed due to infection. Fixture was placed at #15 and removed after 1 month. Bone graft material was used. Poor bone condition. Moderate oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health information about patient. See scanned pages.